Event description:
The patient contacted lifescan and reported that their one touch ultra meter was not powering on. During troubleshooting, it was verified that the patient was using the correct test strips and was asked to press the power button. The meter would not turn on. The batteries were checked to see if they were correctly installed. They were last replaced less than a year ago and the condition of the battery contacts were also good. The issue was not resolved with troubleshooting. The last time they were able to test on the meter was two days ago. They were feeling shaky at the time of concern and "took glucose" themselves to bring up their blood glucose.they had also gone to the doctor's office, but was not given any treatment there. This case is reported as a meter malfunction since the issue was not resolved. Replacement meter, test strips, and control solution were sent to the patient.